Manufacturer narrative:
The customer has indicated that the device will not be returned for repair.

Event description:
Complainant alleged that during biomed testing, the device, the unit took a reported two minutes to charge energy. Complainant indicated that there was no pt involvement in the reported malfunction.